Event description:
As reported, it was a case of a 29mm spaien 3 valve, in aortic position. The valve placement was good. Shortly after valve deployment, the patient became hypotensive and blood pressure (bp) continue to drop. Fluoroscopy and angiogram showed severe annular rupture at the root of the valve on the left coronary cusp (lcc) side. A pericardiocentesis was performed while doing CPR. When the patient became more stable, the team proceeded to coil the rupture and implanted vascular plug to obtain hemostasis and stop the bleeding. The rupture was severe and led to cardiac tamponade. The patient expired due to the injury. As per medical opinion, no clear root cause was identified, it could be due to friable cardiac tissue of 88 yr. Old patient.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate no clear root cause was identified; however, it could be due to friable cardiac tissue of the patient. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.